Manufacturer narrative:
Device evaluated by MFR.: device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12494. It was reported that the tip of the rotawire was detached and remained in the patient's body. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A rotawire¿ and a rota burr were selected and advanced to treat the target lesion. During ablation, the rotawire¿ detached approximately 10cm from the tip. The burr was removed from the patient without problem and there was no damage noted to the burr. A stent was used to trap the broken rotawire against the vessel wall. Bail out was performed and the procedure was completed. No further patient complications were reported and patient's status is good.